Event description:
On july 30, 2010, global technical services informed corporate product surveillance of a syndeo syringe pump; that was infusing morphine and was involved in a patient death. The bio-medical engineer at the facility attempted to download the event history from the device using a palm pilot. The palm pilot displayed that there was no history on the device. The customer requested an onsite visit which was performed on (B)(6) 2010 and the following information was obtained: on (B)(6)2009 the patient was injured after falling out of a truck. The patient was admitted to the hospital on (B)(6) 2010 for a preplanned laminectomy. The surgery took place on (B)(6) 2010. The patient's vital signs prior to the death were within normal limits and after the event were nonexistent. During the facilities retrospective review it was noted that the patient began to have dysrhythmia at 0100 and an unwitnessed cardiac event. The patient passed away on (B)(6) 2010 at 0100. The retrospective review led to a determination of an astolic condition. Infusion started at 18:51, pca started at 18:56 and the dose completed at 19:12 hours. The facility records show the patient receiving the following morphine doses: 2mg at 23:10, 2mg at 22:46, 2mg at 21:24, 2mg at 21:03 and 2mg at 19:12 and 2mg at 02:52 hours. At 0700, the patient's wife who was the only one in the room with the patient, notified staff that the patient's skin color was purple and he was not breathing. CPR (compressions/manual ventilations) methods were given to the patient with no success.

Manufacturer narrative:
(B)(4). Device evaluation was performed at the customer site on (B)(6) 2010. The pump passed the following tests: pusher block motion check, syringe loading check, power-on self test & date/time check, sensor, switch & button verification, continuous mode accuracy & pca accuracy & button test. There were no service codes or abnormalities found during testing. No issues were found with the device and the device delivery accuracy measured within specification. The event log was downloaded successfully.

Manufacturer narrative:
(B)(4). A device history review was performed and it was determined that all release/test specifications were met and that there were no nonconformities. A service history review showed this device has not been serviced by baxter prior to this event. The event history was reviewed from the initial power on of (B)(6) 2010 at 20:04 through the reported incident of (B)(6) 2010 at 02:52 and results showed the following information: during the 30hrs 26min from initial infusion start on (B)(6) 2010 at 20:26 to the last pca dose on (B)(6) 2010 at 2:52 there were 4 syringes used, 79 pca doses administered for a total of 154.9ml. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined due to the inability to confirm or duplicate the reported issue during pump evaluation. Baxter has received similar reports for the reported condition.